Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 230mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump was received with intermittent buttons due to corroded keypad traces. Verified intermittent buttons with battery tube tester. The insulin pump was received with cracked end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.